Manufacturer narrative:
(B)(4). Event onset date was changed from (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a damaged transfer set and experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was a crack of the transfer set connecting to the bag. The patient was hospitalized for the reported event and was discharged nine days later. The empiric treatment for peritonitis included intraperitoneal (ip) cefazolin and ceftazidime (1g each, once per day) for two days. The following treatment for the peritonitis, as a result of the testing, included vancomycin (2g, once per day per each 5 days, unknown route) for ten days and intravenous (IV) cipro (100mg, once per day) which was started the day after the start of vancomycin and continued for six days. The outcome of the peritonitis was not reported. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.